Manufacturer narrative:
CAPA investigation of bassinet drawer opening is ongoing. We are submitting this medwatch 3500a form as advised by the MDR policy branch (telephone call 08/11/2011). Additionally, the caller did not specify the number of bassinets on which drawers opened. A total of 33 units were shipped to this user facility. Per advice of MDR policy branch (08/11/2011), we are submitting one medwatch report with respect to this event.

Event description:
Drawers open unit is pushed down the hall. This event was also reported to us again on 11/30/2009. Caller did not report that the product tipped or any pt injury.